Manufacturer narrative:
Ge healthcare's investigation is ongoing. A follow-up report will be submitted when the investigation is complete. Patient information was not provided. Probable date of death (B)(6) 2023 pending customer confirmation. (B)(4). Device evaluation anticipated, but not yet begun.

Event description:
Customer reported a patient death occurred due to a ruptured aneurysm. Images could not be viewed on pacs for surgical planning. Patient arrested and died.

Manufacturer narrative:
No gehc product defect was identified. The investigation identified the site had a planned outage on same day as reported patient death. The primary root cause for the reported outage was a cisco network flapping issue and has since been resolved by firewall updates to customers cisco firewall per cisco recommendations. Gehc firewall was also reconfigured. The image study should have been available through alternative systems.